Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 720 mg/dl. The customer stated that prior to the event, he had been released from the hospital for a (B)(6) and had vomited. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.